Manufacturer narrative:
Clinical review: there is no documentation to show a causal relationship between the patient¿s nausea, vomiting and confusion with subsequent diagnosis of hospital acquired peritonitis with hospitalization. The patient¿s records document that he was discharged (B)(6) 2018 and returned (B)(6) 2018 when he was diagnosed with peritonitis and sepsis. The patient had been completing capd during the initial hospitalization as there was no access to a cycler. There is no reported allegation of a malfunction against the liberty cycler or a leak with the cycler set in regards to this event. It is unknown when the patient last completed pd therapy on the liberty cycler prior to diagnosis of the peritonitis. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. (B)(4).

Event description:
Medical records received on an unrelated customer experience indicates the this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was additionally hospitalized (B)(6) 2018. The patient presented for nausea, vomiting and confusion at home two days after a recent discharge. The patient¿s recent hospitalization had been for exacerbation of asthma and chronic obstructive pulmonary disease (copd). The patient was found to have hospital acquired peritonitis in conjunction with several other diagnoses, including, sepsis, orthostatic hypotension, helicobacter pylori on gastric biopsy, hematemesis, hypokalemia, deconditioning with weakness, paroxysmal atrial fibrillation and an enlarging right kidney mass. A pd effluent culture (draw date unknown) was positive for enterococcus faecalis and the patient was treated/prescribed broad spectrum antibiotics (type, route, dose, strength and frequency unknown) at first then deescalated to 1 dose (unspecified amount) of intraperitoneal (ip) unasyn and changed to renal adjusted dose of augmentin (route, dose, frequency and duration unknown) which was completed. The patient¿s sepsis gradually resolved. The patient¿s course was complicated with at least one episode of significant hypotension which resulted in intensive care unit (ICU) admission for at least one night. The patient was stabilized and brought back to the medical floor where he was found to have coffee-ground hematemesis for which he underwent an esophagogastroduodenoscopy (egd). The egd showed some erosions and a biopsy was positive for helicobacter pylori which was treated with 14 days of triple antibiotic and proton pump inhibitor (ppi) (type, route, dose, strength and frequency unknown). The patient continued pd therapy during hospitalization, but due to the facility not having a cycler continuous ambulatory peritoneal dialysis (capd) was utilized. The patient continued having trouble with fluid balance and nephrology demand associated for his pd so there were frequent changes in the dialyze rate. Due to the many medical issues the patient was experiencing, palliative care was brought in to consult on his care. The patient was not able to be discharged to a skilled nursing facility due to none being available with the ability to complete pd therapy and hemodialysis was not an option due to hypotension issues. The patient was discharged to home (B)(6) 2018 with home health services including a visiting nurse.